Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2010; inratio: 3.5; lab: 6.6 ((B)(6) 2010). Meter reading was taken on (B)(6) 2010, and the lab draw was done on (B)(6) 2010. Pt is on experimental chemo-therapy. Husband has been doing her inratio at home. Husband is coumadin dosing wife on his own without doctors recommendations. Pt had a 30% or occasionally <30% hematocrit. There are side effects from the chemo that will affect coagulation factors. Pt has a port to draw blood that is rinsed with heparin. Cardiologist is not monitoring pt because of husband dosing the wife as he seems necessary. Pt inr must be within 2-3 in order for her to receive her next chemo treatment.